Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with 200 units. The customer stated they may have reloaded an old cartridge, but were uncertain. The customer's blood glucose (bg) level was impacted (303 mg/dl). The customer stated they would attempt to load a new cartridge, and would deliver a correction bolus via the pump. Further assistance from tandem technical support was declined.